Event description:
Livanova deutschland received a report of a 3t heater/cooler for which the measured temperature different from the set one. The event occurred during procedure. There was no patient injury.

Manufacturer narrative:
A1-a5: patient information was not provided. H11: a livanova field service engineer (fse) was dispatched on site: the event was confirmed. When the temperature was set to 28°c the measured value was 23-25°c, and when set at 38°c the reading was 33-34°c. As troubleshooting, the temperature sensors in patient tank and cardioplegia tank were calibrated. Device was tested and found to be aligned with all specifications. Unit was returned back to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.